Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx stent was implanted in the lcx and a dissection occurred. A second resolute onyx stent was used to treat the dissection. The sponsor assessed the event as causally related to the device and not related to the antiplatelet medication.

Manufacturer narrative:
The index procedure was prompted by mi. The dissection was not caused by a medtronic device. Dissection was a grade b. The investigator assessed the event as not related to the device or antiplatelet medication. The patient recovered. Safety assessed the event as possibly related to the device. If information is provided in the future, a supplemental report will be issued.